Event description:
The customer reported that a false negative antibody screen result was obtained on the ortho provue analyzer. On (B) (6) 2009, the customer determined the false negative issue based on the historical data of the pt. The customer expected positive results. The customer repeated the test manually using the same reagents and sample tube and obtained positive (1+) reactivity.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and performed reader camera optics and adjustments. A new reference image was created. Qc was verified. Repairs have returned the instrument to expected operation. (B) (4). Refer to medwatch# MFR 1056600-2009-00183 regarding a second incident that occurred on (B) (6) 2009.